Event description:
The orsiro drug-eluting stent system was selected for treatment of a calcified lesion lesion with 95 percent stenosis degree in a moderately tortuous proximal lcx. Due to calcification of the lesion the device could not pass. Another stent was used to complete the intervention.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e., several stent struts are strongly bent outwards, crushed and are everted. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that bent struts were initially crimped on the balloon. Outside of the deformed zone, the crimped diameter of the stent still complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 %. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.